Manufacturer narrative:
This event occurred in (B)(6). The customer's test strips were requested for investigation. The customer returned two vials of test strip lot 440095 containing 5 and 6 test strips. The test strips and vial showed no defects. The returned test strips were measured on reference meters with a high level control sample: control sample lot 45569900. Specified target range 2.7-3.5 inr (±11.5% around the lot specific target value of the complained test strip lot / control lot combination). Number of repeat measurements: 6. Vial #1: qc 1: 3.2 inr, qc 2: 3.1 inr, qc 3: 3.2 inr. Vial #2: qc 1: 3.1 inr, qc 2: 3.1 inr, qc 3: 3.1 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. A routine retention testing process has been implemented for all lots currently valid in the market. The retention samples of the complained lot have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant inr results with coaguchek pro ii meter serial number (B)(4) compared to an unknown laboratory method. On (B)(6) 2020, the customer tested a patient and the meter result was 7.0 inr. The patient¿s result from the laboratory within 5 minutes was 3.3 inr. The meter result of 7.0 inr was used to dose the patient. On (B)(6) 2020, the customer tested the same patient and meter result was 6.6 inr. The result from the laboratory within 5 minutes was 4.6 inr. The patient's therapeutic range is 3.0- 4.0 inr. The customer stated that "the patient has been quite unstable recently."